Manufacturer narrative:
This report is submitted on november 16, 2011, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the patient's surgeon, the patient experienced pain with device use, the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report, november 16, 2016.

Manufacturer narrative:
This report is submitted (B)(6) 2017.